Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported, the cover securing the 12 volt backup battery was not screwed to the rear chassis housing. The service technician observed that the screws were secured into the rear chassis housing, but the battery cover was not inserted before the screws were installed. The monitor was originally returned for repair of several error code failures when the battery cover issue was found. Since the event occurred at the service center, there was no pt involvement during this event.